Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button had an intermittent response. The patient reported that the keypad was peeling from the bottom of the keypad, exposing the ok button. It was noted that the tactile changes occurred prior to damage to the keypad. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was found to be torn over the ok keypad button, and the keypad flex was pulled out over the base. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts.